Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician found that the tip of the neuron max 6f 088 long sheath (neuron max) was irregular and had a small recess when he was going to use the neuron max on the back table. The reported issue was found prior to use. Therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
Results: the distal atraumatic tip was damaged. The tape was intact on the packaging card but the packaging mandrel was missing. Conclusions: evaluation of the returned neuron max revealed a damaged atraumatic tip. The packaging mandrel was not returned with the returned packaging. If the mandrel is unsecured from the packaging card during retraction of the neuron max, it may pull into the packaging tube. This may cause the distal atraumatic tip of the neuron max to become pinned between the packaging mandrel and the packaging tube. If the neuron max is retracted against this resistance, the distal tip will likely become damaged. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.